Event description:
During a procedure the subject device went through the vessel and got stuck inside the wall of the vessel. The pt required further medical intervention (craniotomy) in order to remove the subject device.